Event description:
The customer stated that they had a medical resident call the laboratory to report that they received a very high ammonia result for a patient sample. The resident wanted to verify the result before treating the patient. The customer then checked the ammonia results for an unspecified number of patient samples that were tested after midnight and these were all high. When these samples were repeated on a different analyzer, results fell within the normal range. The customer provided data for a total of fourteen patient samples for which the ammonia results were questioned. Of the fourteen samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 408.6 umol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted within the customer's normal range of 10 to 47 umol/l. The customer was asked, but could not provide the actual repeat value. The second sample initially resulted as 445.4 umol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted within the customer's normal range of 10 to 47 umol/l. The customer was asked, but could not provide the actual repeat value. The patients were not adversely affected. The ammonia reagent lot number was 60762201, with an expiration date of 11/30/2015. The field service representative could not determine a cause. He performed multiple system checks; all were ok. He adjusted a probe. He watched the stirrers and these appeared normal. He ran quality controls and a precision study; these were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It is assumed that the reason for the issue was a contaminated measuring cell based on absorbance data.